Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained that the device 'didn't last as long as the first one.' The patient stated that both the physician and nurse indicated that the device did not last as long, and that other devices like the patient's have had problems with the battery as well. The device was explanted and replaced. No patient complications have been reported as a result of this event.